Event description:
Reportedly, an error message appeared on the programmer screen while interrogating an intensia device.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: analysis of available expertise files confirmed the reported behavior, as an error message was observed on (B)(6) 2024. The observed issue resulted from a software anomaly, leading to a crash of a programmer module when opening the event log in the episode screen. It should be noted that normal functioning was restored at the next interrogation.

Event description:
Reportedly, an error message appeared on the programmer screen while interrogating an intensia device.